Manufacturer narrative:
Patient weight is unavailable from the site. Visual and microscopic evaluation of the suspect elca device found that the band was cleanly separated from the tip of the catheter.  There were no broken or bent laser fibers on the distal tip of the device.  There were no splits or cracks on the band. Cause of event cannot be determined with the information available.

Event description:
A philips representative reported that during a coronary atherectomy procedure to ablate a lesion in the proximal circumflex artery the marker band on the end of the spectranetics coronary laser atherectomy catheter (elca) 114-009 detached while the catheter was being repositioned in the body. The physician removed the elca catheter and put a small balloon down the artery through the loose tip. He then inflated and deflated the balloon, trapping the loose marker band and was able to bring it back through the guide catheter. The removal was successful, no harm to the patient occurred.